Event description:
The patient remained at the hospital after primary surgery where an amistem h was implanted. The surgery was performed the (B)(6). The x-ray taken the day after did not show anomaly but the patient complained about pain. No trauma notified. On (B)(6) the x-ray shows a crack in the femur. On (B)(6) the x-ray shows a femur fracture and stem subsidence. The revision surgery was performed through posterior approach. The surgeon stated that during primary surgery the broach size 1 was not present into the instrument tray, so he decided to use a broach size 2 not pushing it inside the canal, then he implanted a stem size 1. The surgeon thinks that this inconvenience could have led to the crack of the femur and probably with a cemented stem the crack would never be noticed. Ref # 3005180920-2013-00097.